Event description:
The coil did not detach. As reported by our affiliate, during an aneurysm coiling procedure, the syringe would not detach the coil. The dcs coil was already placed by the aneurysm but was not yet deployed. When attempts to deploy were made, the syringe was taken beyond the green zone to red ("7 o'clock") several times. The coil did not deploy and was re-sheathed. There were no prepping difficulties prepping this coil. In addition, when the coil did not attach, it was confirmed that the distal ends of the infusion catheter and delivery tube were not under stress. The microcatheter and coil were repositioned/manipulated several times in an effort to detach the coil. There were four coils previously deployed. The syringe was not taken beyond position #3 (green zone) to deploy any of the coils placed prior to the one that did not detach. The procedure was completed and there was no adverse effect to the patient.